Event description:
It was reported that the patient presented for device change out due to normal eri. Externalized conductors were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.